Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that about a month after the implant of the left ventricular lead, elevated capture thresholds were noted on the lead. An x-ray confirmed that the lead was pulled back. The lead was explanted and replaced successfully. The patient was discharged.